Manufacturer narrative:
A medtronic representative went to the site to install a new cover and test the equipment. The mechanical and imaging modalities passed the system checkout. The system was found to be fully functional. The piece of the cover that fell off came from the part that closes and was positioned at the top when they began to close. The radiology tech informed the rep that the cover had incurred damage prior to the surgery when a new tech in training bumped the imaging system into a wall. The fragment of the cover was discarded and not returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that a piece of gantry door cover fell off during use for spine procedure when door was closed. The piece fell on the floor and not in surgical field and there was no impact to patient. This did not affect the use of the system for the procedure.